Event description:
Additional information was received that provocative testing was performed and the noise was not reproducible.

Event description:
During a remote follow-up, noise was detected on the right ventricular (rv) and right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.